Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. The device was externally visually inspected and passed. The receiver failed to charge and reboot due to perpetual rebooting. The receiver download retrieve and attach failed. The functional test failed due to perpetual rebooting. The receiver case was opened to unplug and plug battery cable in an attempt to download receiver log and failed. There was no log available to download. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.